Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Renal artery occlusion: preoperative plan: as the l1 length is in the 90 mms, after deploying the main bifurcated stent graft up to the third stent with the contralateral gate facing 10' o clock direction, deploy the bare stent first, and implant the main bifurcated stent graft by pushing up. Then implant an excluder leg (gore) in the left cia, and a treo leg extension stent graft in the right eia. After the implantation of the treo device, a final angiography was performed, the renal arteries were confirmed to be open, and the procedure was completed. However, on further examination after the procedure, it was found that the celiac artery and the sma were visible, but not the renal arteries. As there was no video, it could not identify when the treo device migrated centrally. When the bare stent was deployed, the treo device was implanted just below the renal arteries and seemed to be slightly occluded during the cannulation stage. On the same day, a stent was implanted in the right renal artery using a chimney technique to resolve the occlusion, but the right renal artery was slightly occluded by a thrombus and blood flow was decreased. The left renal artery could not be cannulated and was completely occluded. Dialysis is being considered, but the patient is tending to recover. Physician's comment: there is a possibility of dialysis due to the renal artery occlusion caused by the treo device, but the patient tends to recover and may not be dialysed. Renal dysfunction has occurred as an adverse event. Please investigate to determine the cause of the event. Operation type: stent grafting. Blood loss: no blood loss. Image available upon request. Pre-case plan available upon request. Additional information available upon request. (Tc#(B)(4))". Patient outcome: "the patient was in a critical condition but tends to recover.".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Renal artery occlusion: preoperative plan: as the l1 length is in the 90 mms, after deploying the main bifurcated stent graft up to the third stent with the contralateral gate facing 10' o clock direction, deploy the bare stent first, and implant the main bifurcated stent graft by pushing up. Then implant an excluder leg (gore) in the left cia, and a treo leg extension stent graft in the right eia. After the implantation of the treo device, a final angiography was performed, the renal arteries were confirmed to be open, and the procedure was completed. However, on further examination after the procedure, it was found that the celiac artery and the sma were visible, but not the renal arteries. As there was no video, it could not identify when the treo device migrated centrally. When the bare stent was deployed, the treo device was implanted just below the renal arteries and seemed to be slightly occluded during the cannulation stage. On the same day, a stent was implanted in the right renal artery using a chimney technique to resolve the occlusion, but the right renal artery was slightly occluded by a thrombus and blood flow was decreased. The left renal artery could not be cannulated and was completely occluded. Dialysis is being considered, but the patient is tending to recover. Physician's comment: there is a possibility of dialysis due to the renal artery occlusion caused by the treo device, but the patient tends to recover and may not be dialysed. Renal dysfunction has occurred as an adverse event. Please investigate to determine the cause of the event. Operation type: stent grafting blood loss: no blood loss. Image available upon request pre-case plan available upon request additional information available upon request (tc#(B)(4)". Patient outcome: "the patient was in a critical condition but tends to recover."